Manufacturer narrative:
(B)(6) 2025 not enough elements to continue our investigations. No photos. Lot number not communicated: waiting for batch number to verify instrument manufacturing data. Instrument was discarded: not available for expertise. Waiting further information on the potential consequences for the patient and the circumstances of the incident. ____________________________________________________

Event description:
Fnconf-25-0031 incident occured in france. Event description communicated. "During the ligamentoplasty procedure, the 4.5mm diameter cannulated drill (ref. (B)(6) broke in the patient's knee, with many pieces of metal to be recovered from the patient's knee joint. The instrument broke lengthwise. This incident significantly increased surgery time".

Event description:
Fnconf-25-0031. Incident occured in france. Event description communicated. "During the ligamentoplasty procedure, the 4.5mm diameter cannulated drill (ref. Pull000255) broke in the patient's knee, with many pieces of metal to be recovered from the patient's knee joint. The instrument broke lengthwise. This incident significantly increased surgery time".

Manufacturer narrative:
20 february 2025: not enough elements to continue our investigations. No photos. Lot number not communicated: waiting for batch number to verify instrument manufacturing data. Instrument was discarded: not available for expertise. Waiting further information on the potential consequences for the patient and the circumstances of the incident. 27 may 2025: additional information / result of analysis. Circumstances of the event: "the drill bit exploded in 5 pieces without entering the femur". Lot identification after verification: lot 232764. Device not available for analysis / no photos. Instrument on deposit since january 2024. Review of manufacturing history: drill manufacturing is not considered to be the cause of the failure. Additional analyses: *tests to verify the cutting performance of ligafix instrumentation cutting tools: results in compliance. *check of the minimum thickness at the bottom of the flute after cutting a drill from the same batch / result compliant (>or= 0.35mm for a specification of 0.3mm min). Possible causes identified: hypothesis n°1: breakage due to impact or contact of one of the cutting edges with a stainless-steel pin, shaver, sight or other instrument. Hypothesis 2: drill blunted during previous operations, requiring the surgeon to apply thrust to advance the drill into the bone. The application of pushing forces results in bending deformation of the drill, which could cause several or a combination of damage. The investigation findings do not lead to a clear conclusion about the cause. No corrective or preventive action implemented.